Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was attempted to be explanted due to infection. During extraction the locking stylet and laser was utilized which went down to the proximal electrode. This rv lead broke and pericentisis was required. The broken lead tip was abandoned in the ventricle. The patient was stable at the end of the procedure. No additional patient effects reported.